Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on the wire and in the guide catheter. The catheter was removed, and it was noted that the wire was wrapped around the catheter shaft. The procedure was completed successfully using another of the same device. There were no patient complications.